Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during a visual and functional evaluation of the system that the system that no errors were detected. The fse could not confirm the customers device issue of the system not having an asystolic alarm. Based on this information, the device worked as expected during simulated testing after the event occurred; however, the logs and device configuration were not available to determine the rhythm and alarms at the time of the event. It remains unknown if the device may have caused or contributed to the reported event.

Event description:
It was reported during monitoring of a neonate with a dual-chamber pacemaker, the pacemaker failed and there was no asystole alarm for 5 minutes or longer per the customer. It was confirmed the patient did not pass away but the outcome remains unknown. It was also noted later that the icm pdms had recorded a heart rate of zero for five minutes. Attempts at medical intervention or resuscitation are unknown. The biomed was informed of the event 8 days later, by which time the event data was unavailable, although the biomed reported testing the asystole alarms and the monitor alerted as intended. No other clinical information or medical intervention was reported.

Manufacturer narrative:
E1: reporter phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not alarm an asystole alarm in time. No patient harm was reported.